Event description:
A volume discrepancy was initially reported. It was stated that at the first refill following implant the entire 40 ml of baclofen was removed from the pump while the expected volume was 25ml. It was added that patient had not responded to therapy since implant and had shown no difference in therapy despite daily dose increases a multiple times and was on the maximum oral baclofen dose. A dye study was done on (B)(6) 2012 and they were not able to aspirate; catheter tip was noted to be at t8. A rotor study was also done and was negative. A catheter revision was indicated to have occurred on (B)(6) 2012. It was later reported that during the revision, it was observed that the suture less connector was occluded by a small piece fatty tissue. It was added that during implant, the healthcare provider's routine practice was to aspirate the catheter via the catheter access port prior to closure, it was but unclear as to why/how this occurred. Following revision the patient was receiving good therapy and was being titrated to effect.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: unk. (B)(4).